Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 19 june 2020: lot 180922: (B)(4) items manufactured and released on 13-mar-2018. Expiration date: 2023-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 7 months after the primary surgery reporting laxity and the surgeon revised the poly from 11mm to 17mm. The surgery was successful.